Manufacturer narrative:
Results: the indigo system aspiration catheter 3 (cat3) was fractured approximately 105.0 cm from the hub; the cat3 distal shaft was ovalized approximately 3.5, 4.5, and 14.0 thru 19.5 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the cat3 was fractured and ovalized. These types of damage typically occur due to improper handling during preparation. If the device is removed from the packaging hoop at an angle while applying force, damage such as a fracture and ovalization may occur. Cat3s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed the indigo system aspiration catheter 3 (cat3) was broken. The broken cat3 was found prior to use; therefore, it was not used during the procedure. The procedure was completed using a penumbra system 3max reperfusion catheter.